Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that unstable angina and restenosis occurred. In (B)(6) 2013, the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization and the index procedure was performed on the same day. Target lesion #1 was located in the proximal right coronary artery (rca) with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent and residual stenosis was noted to be 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented with chest pain and diagnosed with unstable angina. Hence, the patient was referred for cardiac catheterization for further evaluation and management. Coronary angiography revealed 10% proximal luminal irregularities lesion, 75% complex mid lesion. 75% stenosis noted in the mid rca was treated with placement of 2.25 x 20 mm promus premier stent. Post procedure, the residual stenosis was noted to be 0%. During the procedure, 2.25 x 16 mm promus premiere stent was inserted but not deployed, the pi wanted better coverage of the lesion, so a 2.25 x 20 mm promus premier stent was used and the patient was discharged on dual antiplatelet therapy. Follow-up core-lab angiography findings of proximal rca noted absence of thrombus as well as aneurysm. Core lab also noted in-stent restenosis pattern 1b and revascularization included target lesion revascularization.